Event description:
Needle malfunction: drew b12 into vanishpoint 3ml 25g 1in syringe. When I pressed the plunger to administer the medication, the plunger went down like normal, however the medication came back behind the plunger and stayed in the syringe and never actually entered the patient's body and the needle never retracted back into the syringe. There was no injury or trauma to the patient.